Event description:
Alleged when the head casters are perpendicular to the frame and the brake pedal is set the casters still swivel.

Manufacturer narrative:
The account has placed the bed back into service and has not been able to locate the bed to make repairs.